Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a transcatheter arterial chemoembolization interventional procedure using a 6f sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties cannot be determined. The treatment is due to the circumstances of the procedure. In this case, it is possible there a suture snag occurred during deployment of the suture, or excess suture tensioning, or pushing more that tensioning of the rail limb occurred during knot advancement; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated d2a ¿ common device name: updated d3 ¿ name, address 1, city, postal code: updated h6 - medical device problem code: code 1142 was removed and code 1562 was added.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, a suture break occurred during knot advancement with the suture trimmer at the pre-tied knot. No additional information was provided.